Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted caller in completing the load process by guiding them through filling and loading a new cartridge on pump, instructing to avoid overfilling, and ensuring drops of insulin appeared, after which insulin delivery was resumed.